Event description:
The following was reported by the pt's attorney: (B)(6) 2005 - the pt underwent repair of incisional hernia with kugel patch. On (B)(6) 2009 - the pt began to experience symptoms that led his doctors to believe that he had an infection in his abdomen. On (B)(6) 2010 - the pt was hospitalized and underwent surgery to treat his abdominal infection. During the surgery, it was discovered that the outer plastic ring of the mesh had broken. The attorney alleges the pt suffered serious injuries, temporary and permanent in nature, that resulted in considerable pain and discomfort, required extensive medical treatment, caused the pt to be unable to attend to his usual business (disability).

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. The MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The attorney alleges the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Product identifiers have not been provided therefore a manufacturing review is not possible. Additionally, it is unclear if the mesh was removed and no sample was returned therefore we are unable to evaluate the alleged ring break. With the currently available info, no conclusion can be drawn.